Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter: I was flushing a PICC line to initiate medications and withdrew blood into the syringe to check for blood return. When I unscrewed the syringe from the positive pressure connector there was blood sprayed from the connector all over me.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot# 24085081 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.